Event description:
The facility reports while giving the resident a shower, the latch securing the siderail broke, allowing the resident to fall to the floor. The resident suffered fractured ribs and internal bleeding.